Event description:
It was reported that the patient presented in clinic for follow up. The right ventricular lead was over-sensing noise that lead to pacing inhibition. The rv lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
Correction b5 - should have been capped and replaced on (B)(6) 2022 not explanted.

Event description:
It was reported that the patient presented in clinic for follow up. The right ventricular lead was over-sensing noise that lead to pacing inhibition. The rv lead was capped and replaced on (B)(6) 2022. The patient was stable.